Event description:
It was reported by the aci sales professional that a (B)(6) year old male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that while withdrawing the procedural sheath from the tissue tract, the sealant came out of the patient and was attached to the distal end of the shuttle tube. It was noted that the white advancer tube "was in its proper location at the balloon, in the tissue tract." The patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1315703) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it should be noted that excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant adhering to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract.